Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An audio settings issue was reported with the abbott diabetes care (adc) reader. The customer¿s alarms were ¿not loud enough¿ and customer was not alerted of changes in glucose level. As a result, the customer experienced a seizure and had a fall from their bed and onto the floor and was unable to self-treat, requiring treatment of two (2) injections of insulin (type/dose unknown) provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An audio settings issue was reported with the abbott diabetes care (adc) reader. The customer¿s alarms were ¿not loud enough¿ and customer was not alerted of changes in glucose level. As a result, the customer experienced a seizure and had a fall from their bed and onto the floor and was unable to self-treat, requiring treatment of two (2) injections of insulin (type/dose unknown) provided by third-party. There was no report of death or permanent impairment associated with this event.